Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issues. Physio observed that the device would power on by itself intermittently. Physio also observed that the device would intermittently not boot-up correctly upon powering it on. Physio then replaced the power supply assembly to resolve the issues and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power supply assembly and determined that the cause of the device powering on by itself was process residue on a filter, designator fl4. The intermittent boot-up issue that was observed could not be further duplicated; therefore the component level cause could not be determined.

Event description:
The customer initially contacted physio-control to report that their device would power on by itself. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the unit would intermittently not boot-up properly. As a result, defibrillation could be delayed or prevented, if it were necessary.